Event description:
Customer discovered that while ventilator was cycling on a patient, ventilator started to smoke. Ventilator was taken off the patient, patient was bagged and the ventilator was swapped out. The customer is still unsure if he wants to repair the ventilator or have it scrapped. There were no patient injuries.